Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The information provided with initial report was incomplete. The complete information has been provided in this report. The event date information has been updated and provided in this report.

Event description:
It was reported that there was no diabetic coma. The insulin pump was taken off upon admission and customer used manual injection ever since. Customer reported being hospitalized on (B)(6) 2017 at almost midnight for high blood glucose. She said the insulin pump was showing that it was administering insulin but it was not delivering and she did not get any alarms like insulin flow blocked alarm. High pressure test failed twice; insulin pump did not alarm insulin flow blocked.

Manufacturer narrative:
Findings: not in manufacturing mode. Pump passed the delivery accuracy test at 0.08685 inches. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the pump was not delivering insulin. Customer blood glucose reading was 6 mmol/l. Customer declined to troubleshoot for the issue. Customer declined to check the condition of the insulin. Customer also reported absence of alarm. Customer was using manual injection instead of the insulin pump. Customer went to hospital for diabetic coma. Insulin pump will be returning for analysis.